Manufacturer narrative:
Additional information provided by the physician: there was no difficulty during insertion of the esheath into the patient. While closing the access site, the closure device did not work and angioseal, manual compression and femo-stop were used to obtain hemostasis. Additionally, it was clarified that the pseudoaneurysm was due to failure of the closure device, and that the esheath did not contribute to the closure device malfunction. The information provided does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. This complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
According to the instructions for use (IFU), bleeding and hematomas are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Post surgical bleeding (including hematoma and pseudoaneurysm development) may occur immediately after the surgery or there may be a delay.  In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 fr sheath is 5.5 mm. In this case, the device was not returned for evaluation; however, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggests that the hematoma and pseudoaneurysm were possibly related to procedural factors (access site closed with closure devices and angio-seal) and patient factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported from our affiliates in (B)(6), from the (B)(6) study, three days after a right percutaneous transfemoral tavr procedure with a 14fr esheath, the patient developed a hematoma in the right groin and pseudoaneurysm in the right ilio femoral artery. There was a drop in the hemoglobin from 8.6 to 6.4 mmol/l.  Vascular surgery was performed and the events were resolved by post-operative day 5 and the patient was discharged to home.  As per medical opinion, these events were possibly related to the device and procedure. There was no device malfunction.